Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug ii was implanted off label to close a paravalular leak. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600539-003 revision a "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalular leak closures) and neurological uses have not been established"

Event description:
It was reported through a research article identifying amplatzer vascular plugs that may be related to a complications post procedure. Details are listed in the article, titled "elective percutaneous paravalvular leak closure under conscious sedation: procedural techniques and clinical outcomes." It was reported in the article that from january 2013 to april 2018, a total of 37 patients had paravalvular (pvl) repaired using the amplatzer vascular plug. The patients have an average age of 69 years old. 17 of the patients were male. The patients have a history of coronary artery disease, peripheral artery disease, cerebrovascular accident, hypertension, hyperlipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, liver disease, and renal disease. All procedures were guided by transesophageal echocardiography (tee) under conscious sedation. A total of 54 pvls were repaired. Short term mortality during the first 30 days was 5.4% (2 patients).

Event description:
Reference manufacturer report number 2135147-2020-00132. It was reported through a research article identifying amplatzer vascular plugs that may be related to a complications post procedure. Details are listed in the article, titled "elective percutaneous paravalvular leak closure under conscious sedation: procedural techniques and clinical outcomes." It was reported in the article that from january 2013 to april 2018, a total of 37 patients had paravalvular (pvl) repaired using the amplatzer vascular plug. The patients have an average age of (B)(6) years old. 17 of the patients were male. The patients have a history of coronary artery disease, peripheral artery disease, cerebrovascular accident, hypertension, hyperlipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, liver disease, and renal disease. All procedures were guided by transesophageal echocardiography (tee) under conscious sedation. A total of 10 pvls were not repaired with procedural success and had residual shunt.